Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the right ventricle. At pre-discharge check the lead was found to have high threshold and an x-ray showed likely perforation due to interventricular aneurysm. The lead was then repositioned without further complications. This rv lead remains in service. There were no additional adverse patient effects reported.

Event description:
--

Manufacturer narrative:
(B)(4). The lead was disposed at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead was explanted due to device upgrade. A new lead and device were implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the right ventricular (rv) lead was explanted due to rv perforation related to rv aneurysm. A new lead and device were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead was repositioned and still in service. As this lead will not be returned for analysis, the clinical observation cannot be confirmed.